Event description:
It was reported that plexur m had been implanted in the patient's left big toe, and after an unknown period of time post-operatively, the patient presented with a mass at the surgical site. The site was aspirated. It is unknown if any further treatment or intervention was provided.

Manufacturer narrative:
The information on this form 3500a was completed using the information received from the healthcare professional. Any missing or incomplete data is the result of the information not being provided by the reporter. Osteotech's multiple attempts to obtain additional information from the reporter have been unsuccessful, and thus we are unable to thoroughly complete this form 3500a. A review of the manufacturing records for the subject lot of plexur m was not possible as no lot information was provided by the reporter. Neither the device nor films of applicable imaging studies were returned to osteotech for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.